Event description:
It was reported that log file review was requested since patient believed low flow alarms were an equipment malfunction on (B)(6) 2022 at 13:20. The patient proceeded to disconnect the driveline from the primary controller to the backup controller. The backup controller did not have any batteries connected at the time of the driveline connection. The patient disconnected the driveline from the backup controller and reconnected to the primary controller. The vad team was not notified till 17:00. There were concerns if the emergency backup battery (ebb) on the backup controller were depleted since there were driveline disconnect alarms for over 3 hours. Log file review from hsc-109178 showed that the pump tried to start on (B)(6) 2022 at 12:20 but the controller was not connected to any power source. This continued from 12:20 ¿ 15:42 when the controller was shut down. Log file review for hsc-108453 captured low flow events with flow hovering around the 2.5 lpm range. The low flow events appeared to be patient related and were in the presence of elevated pulsatility index (pi) events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not starting the pump when connected was confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted spanning approximately 8 days(15nov2021, 01jan2000, 18jan2022-19jan2022, 03feb2022, 06feb2022 - 07feb2022, 27sept2022, 28sept2022 per timestamp). Events on 15nov2021 are from manufacturing testing and events prior to 27sept2022 are not relevant to the reported event. The driveline was connected on 27sept2022 at 12:20:22; however, the pump did not start due to external power not being connected to the controller. The controller backup battery cannot supply enough power to initiate the pump, per design. There were no other notable alarms in the log file. Additional information communicated on 03oct2022 indicated that the heartmate 3 system controller (serial #: (B)(6)) was the backup controller and that no products would be returning. The root cause of the reported event was determined to be from the user not connecting external power during a system controller exchange. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Alarms resolved when the patient re-connected to their primary controller. The emergency backup battery (ebb) of the backup system controller ((B)(6)) was exchanged in caution. There was no adverse impact to the patient following the system controller exchanges and subsequent pump stop. Related MFR # of the heartmate 3 lvas: 2916596-2022-14318.